Event description:
It was reported that a revision was performed due to a loss of reduction. On (B)(6), 2014, the patient was implanted with one 3.5mm variable angle locking compression plate (va-lcp) tibia plate and eleven unknown screws to treat injuries sustained in a fall from a tractor. On (B)(6), 2014, a revision surgery was performed. All of the originally implanted hardware was removed successfully. No issues were noted with any of the devices. The patient was revised with a bone graft, plate, and screws and reduction was gained. No patient harm or surgical delay was reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for eleven unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.